Event description:
It was reported that the patient heard an audible alert tone. Upon interrogation. The right ventricular lead was found to have high impedance with no capture. Oversensing was shown on the stored episodes. A fracture of the lead was suspected and confirmed after dissection of the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.